Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had air bubbles in the pump. Customer stated that her health care professional smelled insulin in the reservoir area. She stated that she noticed the bubbles in the morning time. Customer's blood glucose level was 338 mg/dl. Customer stated that the bubbles are about the size of half an inch to an inch. It was explained that rewinding with the reservoir in place will create air bubbles. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to deliver a 5u fixed prime until air bubbles are no longer visible. Customer stated that there seems to be bubbles where the o-rings are located. Customer was advised to change the infusion set. Air bubbles did not persist after set change. Customer was advised to monitor and call back if problems persist. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.